Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was left capped due to product performance issues. Additional information revealed that the product performance issue was high pacing thresholds exhibited on several configurations. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.